Event description:
It was reported that "every time a catheter is connected to device, it gives a "temperature sensor error" however, a temperature probe won't even be connected." It is unknown if there was any patient contact, patient injury or death alleged, or if patient was prepped for surgery. It is unknown if there was any surgical delay or if any revision or medical intervention was required. Request for additional information was sent.

Manufacturer narrative:
Investigation completed 09/22/2017. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2015 ¿ jan. A review of cam02 monitor customer complaints was completed using the following key words ¿temperature sensor error¿. The review encompassed dates 14-aug-16 to 14-aug -17. No trend has been identified. The evaluation verified the complaint as valid; the sensor board was required to be replaced. When the monitor was evaluated by the service center error code e2018 and e2010 occurred, both of these error codes per the service manual (B)(4) rev a chapter 4 indicates a defective catheter, camcabl or sensor board.